Manufacturer narrative:
Batch record review of lot b346 was performed. There were no nonconformances associated with this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. Service order: (B)(4) feedback: field engineer inspected the centrifuge and ordered parts to complete the repair. Field engineer went back on site and replaced tube bearing clips. The assesment is based on information available at the time of the investigation. The kit was received for analysis on (B)(4) 2014. No root cause has yet been determined as the investigation remains ongoing. CAPA (B)(4) has been opened to investigate cellex bowl leak/breaks. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak/break. Name and function of complainant: same as reporter. Customer called to report blood leak due to broken centrifuge bowl. Customer states they received a red cell pump alarm just before incident. As intervention of the red cell pump alarm they removed the bowel to manipulate it. They did not remove the bearings from the bearing retaining clips. Customer states they reinstalled the bowel and the retaining clip engaged and the bowl was seated properly. Customer states as instrument was nearing end of purging air, they heard a loud noise from the instrument and noticed the bowl and dislodged. Treatment was aborted and no blood was returned to the pt. Pt was stable after the event. Service order: (B)(4) dispatched to inspect instrument. Customer submitted photos and returned kit and smart card for investigation.